Manufacturer narrative:
A ge representative evaluated the system, and reset the cmos settings and adjusted the 5v power supply. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the system will not boot up. No patient injury was reported.